Event description:
A (B)(4) returned battery chargers (B)(4) and (B)(4) and for a power connector problem.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (battery charger connector problem) has been confirmed. Upon receipt, the charger would not power on. The cause of the inability to power on is a defective power unit. The cause of the defective power unit is an open connection in the power unit connector. The root cause of the open connection cannot be positively identified. Device evaluation of battery charger (B)(4) has been completed. The reported problem (battery charger connector problem) has been confirmed. Upon receipt, the charger would not power on. The cause of the inability to power on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnect pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power units. Device manufacture date: (B)(4): 11/2009. (B)(4): 03/2006.